Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11034. It was reported the pt no longer had left-sided coverage. An x-ray was performed which revealed the lead had migrated to the right. It was reported the pt was scheduled for follow up with the physician and surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.